Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. 7 device evaluations are in progress. Additional information: this device was not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.   Event confirmation status 8 reported events were confirmed; the cause traced to component failure. Evaluation results 7 devices were found to be affected by internal corrosion. 1 device was found to be affected by worn bearings.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.